Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge change error occurred during the load sequence. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge to address the issues and insulin delivery was resumed.